Event description:
A healthcare professional reported that a system message was displayed during surgery. The surgery was completed with some delay by using another machine. The patient did not experience any harm. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).